Event description:
While onsite to perform preventive maintenance, the customer reported to the service technician, that the pt who had been using the ventilator complained of pressure in the circuit. There was no report of pt harm, and the alarm operated to specification. During hardware testing, the service technician reported inspiratory solenoid pressure did not drop to within the specified range. The service technician replaced the three station solenoid to correct the problem. Performance verification testing was completed and all tests passed per operating specifications.